Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was explanted due to clavicular crush. The lead had high impedances and noise present. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 7 cm distal to the is-1 connector pin. Only two fragments of together 32 cm length could be definitely identified out of fragments of three other leads. The returned lead fragments were visually and electrically analysed. The visual inspection of the distal fragment showed an elongated inner conductor coil which resulted from tensile forces applied during the extraction procedure. Further visual inspection of both fragments showed abrasion marks along the lead body. However, the insulation was intact in these regions. In addition, deformations of the outer conductor coil and damages at the silicone sealing of the is-1 connector pin were found which most likely occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation.the manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.